Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 7/15/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned in its original packaging. Also, sheet labels, patient and implant card were received. Upon evaluation of the device all the components were correctly engaged, and plunger was in a fully advanced position. No assembly error and/or defect related to manufacturing process were identified. Lubricating material residues were observed in the cartridge. The lens was got stuck at the cartridge loading zone and plunger overrides it. Due to the condition of the sample returned the reported issue could not verified. Based in the analysis product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the manufacturing record review (mrr).the search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: additional information received from the surgery center revealed that the actual issue with the device is that the tip of the cartridge did make contact with the patient's eye and when the doctor went to advance the cartridge nothing came out. Upon reviewing the complaint folder, it has been determined that the reported lens not advancing from cartridge with tip of cartridge making contact with the patient's eye is no longer considered a reportable event. Therefore, no further information will be submitted under medwatch 2648035-2021-08127. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 model intraocular lens(iol) was fully inserted into patient's right eye and removed due to lens not dispensing properly and replaced in the same procedure with another lens of same model but different diopter. Physician attempted to maneuver but was unsuccessful. No medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were done. Patient was doing good at the time of discharge. Additional details received states that ¿lens did not dispense properly¿ indicates that lens did not unfold and that there was no patient injury. No further information available.